Manufacturer narrative:
Since the device is unknown, olympus has selected "tjf-160r" as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an interview with a surgeon that approximately 20-25 years ago while patient was under sedation for an unknown procedure, a perforation occurred during active treatment due to scope elevator poking up. No further information was provided.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h6, h11. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.